Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that the hcp told the rep that patient had a motor stall. No environmental/external/patient factors that may have led or contributed to the issue were reported. The hcp interrogated the pump and put pump on minimum rate. At the time of this report, it was unknown if the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported pump stalled on (B)(6), and recovered again on (B)(6), but they were replacing it today. The rep would not be able to send it back for analysis as the patient was requesting it to give to his attorney. No further complications were reported.